Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink burr catheter; however, the advancer for this complaint was not received for analysis. A visual and microscopic of the handshake, sheath, coil and burr were performed. The annulus was damaged, not rounded and flared. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with a test rotawire. The rotawire was not able to be inserted into the burr due to damaged annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02271. It was reported that the burr sheared the rotawire. The target lesion was located in the right coronary artery (rca). A 1.25mm rotalink¿ plus and a 330cm rotawire were selected for use. During platforming, outside the patient's body, it was noted that the physician encountered difficulty in loading the burr on the rotawire. Subsequently, the burr sheared off the rotawire. Both devices were removed from the patient's body and completed the procedure with a new burr and rotawire. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02271. It was reported that the burr sheared the rotawire. The target lesion was located in the right coronary artery (rca). A 1.25 mm rotalink¿ plus and a 330 cm rotawire were selected for use. During platforming, outside the patient's body, it was noted that the physician encountered difficulty in loading the burr on the rotawire. Subsequently, the burr sheared off the rotawire. Both devices were removed from the patient's body and completed the procedure with a new burr and rotawire. No patient complications were reported and the patient's condition was fine.